Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted frequent occlusion alarms. The reporter stated that the patient had a blood glucose (bg) over 250mg/dl with moderate ketones and nausea. The patient did not receive any treatment above and beyond the routine diabetes management. This report is being made due to the bg excursion experienced.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: occlusions observed in black box; force at time of occlusions is high. Daily insulin delivery totals correctly reflect user's programmed basal rates. Prime history shows low prime volumes during cartridge changes. Basal history shows a 0 unit temp basal program active from 6:50am (B)(6) 2014 to 1:53pm (B)(6) 2014 and from 9:35pm (B)(6) 2014 to 9:38am (B)(6) 2014. Pump passed delivery accuracy test and found to be delivering within required specifications. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.